Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak beneath the synchron lx 20 clinical chemistry system (lx 20). Customer reported that there was a puddle under the hydropneumatic area, toward the rear, both on the hydropneumatic drawer pan and on the floor of the hydropneumatic compartment. Customer reported that the lx 20 was generating pressure errors. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the v31 waste valve was not closing in a timely manner, causing pressure to build up into the systems at the wrong time which in turn caused bubble and overflow. The fse also found a leak in the v12 valve tubing. The fse replaced the v31 valve and replaced the tubing.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).